Event description:
Procedure: nephrectomy. According to the reporter: the device would not grasp the tissue firmly and peeling could not be done. The trouble occurred with two devices. Another device was used to complete the procedure. There was no bleeding. No tissue damage. No additional tissue loss. Nothing fell into the cavity. Operating room time was not extended more than 30 minutes. The generator that was used during the case was a forcetriad version 3.4.

Manufacturer narrative:
(B)(4).